Event description:
On (B)(6) 2012, the patient contacted animas, alleging the up and down arrow keypad buttons were sticking and intermittently responsive. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment, against the body and cleaned it with a dry cloth. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.